Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare professional (hcp) regarding a patient undergoing implant. It was reported that the patient went in for a stage 2 procedure following a successful advanced evaluation. The site as opened and the percutaneous extension components were removed without lead damage. The implantable neurostimulator (ins) was attached to the lead and resulted in an impedance reading during impedance check. The ins was removed and the lead was cleaned, dried, and reattached. The pocket site was dry and there was no visible damage to the lead. There was still an impedance on almost all variables being tested. A new ins was used and impedance reading was then normal. It was unknown what factors may have led or contributed to the issue. Diagnostics/troubleshooting included removing the battery, cleaning and drying the lead and pocket site, increasing amplitude and pulse width, and running multiple tests. When no troubleshooting options cleared the abnormal impedance, a new ins was used and this resolved the issue. The ins was never implanted. No further complications were reported/anticipated. The indication for use was unknown.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) (serial number: (B)(4) revealed insignificant anomaly. The ins passed functional testing. It was indicated that an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up  report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) has been sent back for analysis. The cause of the impedance was unknown but the new ins resolved the issue. The patient's weight is unknown. No further complications were reported/anticipated.